Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined a leaky current at capacitor designator c160 was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that the service indicator is present and an event code is logged in the memory of their device. The event code logged in its memory is indicative of a device failure that could result in loss of AED functions and paddles lead ECG. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. The therapy board on the customer's device was replaced and proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service indicator is present and an event code is logged in the memory of their device. The event code logged in its memory is indicative of a device failure that could result in loss of AED functions and paddles lead ECG. There was no patient use associated with the reported event.